Event description:
During an anterior resection prodecure. When the anvil opened, an anastomosis was not completed. Some staples were still on the casing and some staples were partially closed and stayed in the tissue. Another anastomosis needed to be performed. It was very difficult to fire this stapler. No pt consequence.